Event description:
Pt without heart rhythm while on heart monitor. Heart monitor did not alarm to identify that pt was without a heart rhythm. Pt had a pacemaker. It is believed that the monitor counted the pacer spikes as if it were a heart rhythm and did not identify a need for an alarm.